Manufacturer narrative:
E1 - reporter phone number (B)(6). Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored.